Event description:
The following allegation was reported to davol by the surgeon: the pt was treated with a davol, xenmatrix graft. The surgeon reports that 6 weeks later the pt developed a post operative seroma, for which she was treated with antibiotics as a precautionary measure. The graft remains implanted.

Manufacturer narrative:
Based on the limited amount of info included in the legal allegation, we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the pt's post operative seroma. A mfg review of the mfg records shows that the lot was manufactured to specification. Seroma and infection are known and inherent risks of surgery and are listed as possible complications in the IFU supplied with the device. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.